Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance and high capture threshold was observed on the lv lead. Patient is asymptomatic. Decision to replace the lead was discussed based on results of pacing from the device. Procedure for lead replacement has not been scheduled yet. Patient is stable and will continue to be monitored.